Event description:
Ous MDR - it was reported that approx. 67 months after the implantation oversensing was noted. The physician reconnected the lead inverting the connectors of rv and lv channels in the ICD header in order to avoid inappropriate shocks.

Manufacturer narrative:
The lead under complaint was not returned for analysis. Therefore this report only refers to the results of the ICD analysis as well as on the re-investigation of the manufacturing process for both devices. Upon receipt, the ICD was interrogated, revealing the battery status mol2, 43 charging cycles were recorded to the device memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the ventricular channel. Therefore a sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal. There was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The manufacturing process for the lead and the ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the ventricular channel, confirming the clinical observation. However, a thorough analysis of the ICD proved the device to be fully functional. The lead was not available for further investigations, therefore no conclusion can be drawn regarding the root cause of the clinical event with respect to the used lead. Should additional information or the lead become available, this investigation will be updated.